Manufacturer narrative:
The insulin pump was received with no down arrow button response due to an unlocked j2/lcd keypad connector. They were unable to perform the displacement test due to the no button response. The pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a cracked display window, and a broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that she the down button was not working on the insulin pump. Customer had a crack on the insulin pump on the top right hand corner of the screen, near the up button. Customer stated that the pump has been dropped before. Customer's blood glucose was 213 mg/dl. Customer stated that she had the pump in her pants and she did sweat on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that she broke her belt clip last week.